Manufacturer narrative:
H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn(B)(6) was performed from date of manufacture 02/11/2017 to present date (B)(6) 2020, and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that during device calibration, the split nut and plunger failed. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that during device calibration, the split nut and plunger failed. There was no patient involvement.